Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between (B)(6) and the patient¿s expiration cannot be conclusively determined. A direct relationship between the device and the reported events could not be conclusively determined through this evaluation. (B)(6), reportedly operated as expected; however, it was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from the manufacturing quality assurance specifications. Heartmate 3 (hm3) left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ lists sepsis, stroke, and death as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Related manufacturer report number # 2916596-2021-01062. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was put on comfort measures only by family and passed away (B)(6). The cause of death was septicemia and bilateral middle cerebral artery (mca) stroke. The patient never left hospital after implant.